Manufacturer narrative:
A ge rep evaluated the system and reloaded software and refreshed the memory nodes. The system operates as intended.

Event description:
The customer reported the system shut down on its own. No pt injury was reported.